Event description:
The customer reported during a routine ward check they found that the lock breaks open with a very small amount of force. There was no patient contact reported.

Manufacturer narrative:
(B)(4) unit breaks open. The product has been requested for return but has not been received for investigation. (B)(4).